Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805. (B)(4).

Event description:
Consumer reported complaint for low results. Strip expiration date is 10/15/2017 and strip open date is (B)(6) 2016. Reviewed meter memory: 82mg/dl (B)(6) 2016 08:20:00 am fasting: no; 99mg/dl (B)(6) 2016 11:40:00 pm fasting: no; 99mg/dl (B)(6) 2016 12:12:00 am fasting: no; 163mg/dl (B)(6) 2016 03:18:00 pm fasting: no; 96mg/dl (B)(6) 2016 08:48:00 am fasting: no. Memory concerns: concern with 82 on (B)(6) 2016 08:20:00 am. Customer called concerned that his meter was reading his blood sugar of 82 mg/dl-15 minutes after eating. I confirmed that he was feeling fine (asymptomatic), there was no need any medical intervention at the time of the call or the result in question. He hadn't made any changes to his diet or medication (metformin). His expected blood sugar levels should be between 115-120 (fasting). I also verified that he had properly storing his supplies on the living room table at room temperature. I had him run a back to back test, results read 113 and 104 mg/dl (about a half hour after eating). He stated he normally test after eating as recommended by his doctor.